Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline became stuck in the catheter and failed to open in the middle and proximal sections. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 5.6 mm and a 5.7 mm neck diameter. Landing zone: distal: 4.9mm and proximal: 5.1 mm.  It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed the stent was completely attach to the wall. It was reported that the pipeline was stuck (locked up) in the catheter or resistance in the catheter occurred. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the middle section of the catheter during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue, but it did not resolve the issue. The catheter was found kinked in the proximal section. The pushwire was found kinked in the proximal section. The pipeline also failed to open in the middle and proximal sections. The pipeline was positioned in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was not removed from the patient. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this ev ent.

Manufacturer narrative:
H3: product analysis of ped-500-35, lotno:b529944 found the distal and proximal dps restraints intact. The dps sleeves were intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. Bends were found at 10.0cm to 35.6cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. Based on the returned device, the customer report of "failure to open at the middle and proximal" was not confirmed as the distal and proximal ends of the braid were opened and frayed. The middle of the braid was opened and no damage. The cause for failure to open could not be determined. Possible cause of failure to open includes damaged braid. However, the customer report of resistance during delivery was confirmed as the pushwire was found damaged. From the damages seen on the pushwire (bending), braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the catheter against the resistance. However, the cause of resistance could not be determined. Customer reported that vessel tort uosity was normal and continuous flush with heparinized saline was used during delivery. Since the catheter was not returned; any contribution of the catheter to the reported issues could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. It was difficult to open. The pipeline was removed from the patient and implanted at the intended location. The pipeline was not intentionally left in the patient, as it did not remain in the patient. Ancillary devices included phenom27 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.